Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
A patient reports while activating a pod the needle had failed to deploy. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed with the slide insert fully visible through the top housing window. No damages or manufacturing defects were observed on the needle mechanism. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock and load fixture. The cause of the reported event could not be determined. Damages were observed in the top housing of the pod. It could not be determined when or how these damages occurred. Investigation of the pod and the download data from the pod indicate that the damages did not affect the functionality of the pod.